Manufacturer narrative:
A review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn124537 was released in a single batch. Batch1: lot qty of 200 units were released on (B)(6) 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 the patient underwent a revision operation. The initial operation was performed in 2018 and the screws had loosened. During this revision operation, while assembling the screw driver, the outer sleeve disconnected from the inner shaft. This caused it to slip down and lead to the screw loosening. The procedure was completed successfully with another screwdriver and a five (5) minute surgical delay. Concomitant device: unknown screw (part# unknown, lot# unknown, quantity unknown) this report is for one (1) verse poly driver, shaft. This is report 2 of 2 for (B)(4).